Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the calcified left anterior descending (lad) artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the lesion. During the procedure, the ivus catheter prolapsed in the lad while attempting to track the calcified left main and lad ostium. A known plaque in the lad ostium was disrupted and the patient became unstable, requiring pressors and intubation. The procedure was completed using an alternate device. The patient is expected to fully recover.